Event description:
As reported by an edwards lifsciences affiliate in australia, regarding 26mm sapien 3 valve implanted in the aortic position. Patient presented with congestive cardiac failure after an implant duration of four years and eleven months due to calcification leading to stenosis with an increasing echo gradient of 50 mmhg. A valve in valve is to be planned.

Manufacturer narrative:
Investigation is underway.

Event description:
Additional information received: as reported by an edwards lifsciences affiliate in australia, regarding a 26mm sapien 3 valve implanted in the aortic position presented a congestive cardiac failure after an implant duration of four (4) years and eleven (11) months due to halt leading to stenosis with an increasing echo gradient of 50 mmhg. No intervention was performed, and the patient was treated with warfarin for 3 months.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2023-13121. Additional information obtained the patient was presented with halt and was treated with medication. No intervention is to be performed. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.